Manufacturer narrative:
Updates: a: additional patient information provided b3: event date (B)(6) 2021 b5: additional information provided regarding event including reason for testing and confirmatory test results b6: additional information regarding test results and medications b7: additional patient information provided d4: UDI added d10: medications added h6: clinical code, impact code, medical device problem code, type of investigation code, investigation findings code and investigation conclusion code updated investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2021: patient presented to the facility to have nexplanon birth control inserted. A patient urine specimen was tested on the medline hcg combo cassette at 2:47 pm and a positive result was obtained. A confirmatory beta hcg was performed at 4:36 pm and a negative result was obtained. Exact result not provided. The nexplanon was inserted after obtaining the negative confirmatory test result. No adverse outcomes occurred.

Manufacturer narrative:
Customer / distributor unwilling to return / unresponsive. Results pending investigation.

Event description:
Unspecified date: false negative results on patient tests when using the medline hcg combo cassette kit. Customer did not specify how many patients were affected, dates tests were performed or any additional information regarding the event. No injuries or adverse patient outcomes occurred. Although further information was requested, no further information was able to be obtained. Customer unresponsive.